Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of the event involving the concerto shower trolley. It was indicated that during the patient's hygiene, the caregiver turned the patient onto the left side. The patient placed the hand on the side support, which failed to support the load and opened, causing the patient to fall. As a consequence, the resident sustained scalp injuries with blood loss in the left hemisphere and a fracture of the pelvis on the right side. The concerto stretcher is equipped with two side supports and each side support has two safety catches (at the leg and head section). When in use with the patient, all safety catches should be latched onto the edge of the stretcher to keep the side support in an upright position. The device was inspected by an arjo technician. It was determined that the concerto was old and significantly worn. The platform (stretcher) was found to be damaged. There were some rusty bits and the side support catches failed to lock the side support properly. The head side of the side support was not fixed. According to the information received, the weight of the patient¿s hand caused the side support catch to unlock. It was indicated that the catches were old and worn out, and thus did not secure the side support. The device was not under an arjo service contract and was maintained internally by the customer. It is unknown if the customer replaced the catches every year as indicated in the concerto instruction for use (IFU). There is no evidence of the catches replacement in the past, therefore most likely they were the same since manufacturing. The concerto IFU (04.ba.05_7) includes the following information: every year: "replace catches on each side support" additionally, before each use, the caregiver is obliged to check the device for damages, and every week a functionality test should be performed: "2.carry out a thorough inspection for damage. 3. If any part is missing or damaged - do not use the product!" In the case of the side support, the IFU includes pictures and instructions on how the catches on the side support should be secured: "when raising the side support, make sure the two catches snap into place." "Warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." To sum up, based on the information gathered, the cause of the event was most likely a failure to follow the equipment instructions - lack of regular device inspection. The concerto did not meet its performance specifications as the side support opened unintended due to indicated damages. The event occurred during use with the patient. The complaint was deemed reportable due to the patient's fall, which resulted in an injury.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation

Event description:
Arjo was notified of the event involving the concerto shower trolley. It was indicated that during the patient's hygiene, the caregiver turned the patient onto the left side. The patient placed the hand on the side support, which failed to support the load and opened, causing the patient to fall. As a consequence, the resident sustained scalp injuries with blood loss in the left hemisphere and a fracture of the pelvis on the right side. The device was inspected by an arjo technician. The concerto was found to be very worn, the side support catches did not lock the side support.